Event description:
The user reported to sysmex on (B)(6) 2009, that they had observed an incorrect low hemoglobin value of 7.4 g/dl with a pt result that involved their (sysmex) molis-wam version 2.0 middleware which is used with their xe-2100 automated hematology analyzer. The user observed this problem with sample (B)(4), and suspected that the sample barcode ID numbers had "rolled over", resulting in reuse of a previous sample barcode stored in the molis-wam 2.0 system. The user also reported that the purge batch job in the molis-wam which deletes the old barcodes had not run. The user performed ongoing troubleshooting with sysmex, and on (B)(6) 2009, informed sysmex that the pt had received a transfusion on (B)(6) 2009, because of the initial, incorrect result of 7.4 g/dl which was reported on sample ID (B)(4) on (B)(6) 2009. Repeat analysis of this sample indicated that the pt's hemoglobin result had been 10.0 g/dl, and the transfusion was not needed.

Manufacturer narrative:
The user called sysmex on (B)(4) 2009, to report that their sysmex molis-wam version 2.0 middleware (wam) interfaced to sysmex xe-2100 automated hematology analyzer had assigned incorrect results to a pt report (sample ID (B)(4)). The user reported that it appeared that the barcode numbers stored in the wam had "rolled over" and that the wam was not executing the batch purge job. The batch purge job identified is a red hat linux operating system (os) function that schedules a pre-defined automated daily purge of old pt data, which includes pt ID barcodes and results. The user clarified to sysmex on (B)(6) 2009, that this incorrect assignment of results to sample ID (B)(4) had created a "pt incident", meaning that the pt had received a blood transfusion due in part to the incorrect, initial results that were assigned to the pt on (B)(6) 2009, sample ID (B)(4). The sysmex support specialist performed troubleshooting of the wam system, and identified that the laboratory info system (lis) interfaced to wam cerner. Cerner lis uses an accession number format that begins with yy##(julian date), #####(5 random numbers), a (one alpha); for example, sid (B)(4). The user indicated, however; that the yy fields are truncated when they are input into the molis-wam middleware (for example: (B)(4) became (B)(4)). The user did know why the decision to truncate the year for this cerner lis system was made. Review of the xe-2100 automated hematology analyzer data screens indicated that the xe-2100 automated hematology analyzer had generated the correct results, however; these were overridden by the old pt results associated with on the old pt barcode number that was stored in the wam system. Further investigation into the issue that the wam was not running batch purge jobs daily, as configured; was then performed by the sysmex support specialist. The investigation determined that there was an os file present (cron job, or "im_kill_user" file) which was blocking the data purges. This os file, which is normally part of the wam system configuration, but was not intended to be configured active at this customer site, had been inadvertently activated by an os root system user on the wam server on (B)(6) 2009, which subsequently caused the os batch jobs to cease running. This os file was immediately corrected by the support specialist so that the file was no longer active, and the batch purge jobs were able to successfully run again. In addition, the sysmex support specialist is providing the user with a preventative w a m system monitoring tool that would provide an automated daily report to inform the user that the batch urge jobs had been run. The investigation concluded that the probable cause for the event was that the w a m system did not perform the scheduled automated purge, as configured in order to delete old barcode numbers. This was because an authorized system user accessing the w a m server, on (B)(6) 2009, had inadvertently activated an os file that prevents the os purge batch job from running. This resulted in the unintended accidental reuse of a previous barcode that was still stored in the wam system. Subsequently, the results that were associated with the old barcode number were incorrectly assigned to the current pt. The xe-2100 automated hematology analyzer did not malfunction; however, the middleware used with the analyzer contributed to the generation and reporting of an incorrect result, a corrective and preventive action plan (CAPA) is in process to implement action to prevent recurrence.